Event description:
It was reported that the customer was treated by his colleagues, due to severe hypoglycemia. The customer's blood glucose reading was 1.9 mmol/l at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-80140.